Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient got a burn from a diathermy unit. The finger switch was located on the patients abdomen when the surgeon was using the monopolar forceps with the pedal it activated the finger switch which burnt the patient. The leads were also in the wrong hole at the front of the machine. Burn was excised and sutured. The monopolar forceps that was used was a non medtronic product.